Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. A non-conformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the non-conformance.

Event description:
According to the available information, during a virgin implant procedure, there was a possible leak discovered in the reservoir during prep, as rifampin got inside the implant during aspiration. A different reservoir was prepped and used for the implant.

Manufacturer narrative:
Reservoir was received for evaluation. A separation was noted on the bladder of the reservoir. This is a site of leakage. The separation has a smooth, straight edge, indicating contact with sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of the reservoir occurred subsequent to the device packaging being opened. The information received indicated a leak was noticed during virgin implant. Based on the evaluation and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, during a virgin implant procedure, there was a possible leak discovered in the reservoir during prep, as rifampin got inside the implant during aspiration. A different reservoir was prepped and used for the implant.